Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the intra ocular pressure has gone up to the point the surgeon put her on drops to alleviate. The eye pressure was not well controlled with drops, so she had another laser, then an omni stent. The patient is taking pilocarpine and dorzolamide eye drops. The patient had a history of glaucoma. No further information available.